Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer connected the pump to a power source to charge and the battery gauge dropped from 60% to 5%. The customer then reported that they were unable to charge the pump despite the attempt of multiple usb cables and wall adapters. Subsequently, the pump shut down due to insufficient power. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.